Event description:
It was reported protector p55 had leakage issues. The following information was provided by the initial reporter, translated from polish: "a leak occurred during the preparation of the cytotoxic preparation endoxan (cyclophosphamide) with the above-mentioned medical device, which resulted in the leakage of a cytotoxic substance from the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 11/15/2021. H6: investigation: two unused packaged samples from the customer with lot number 1909107 received for investigation, a visual inspection was performed and no defects were found, no damage, nothing related to the leakage between the vial and the housing. A functional test was performed with the two samples and no leakage was found between the housing and the vial. Additionally, retained samples from the same lot were evaluated, no damage or defects observed. Functional testing was performed, sample was attached to a syringe+ an injector connected to a vial. No issues or leakage were found on the protector. A device history review was performed for lot 2005111 and lot 1909107 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported protector p55 had leakage issues. The following information was provided by the initial reporter, translated from polish: "a leak occurred during the preparation of the cytotoxic preparation endoxan (cyclophosphamide) with the above-mentioned medical device, which resulted in the leakage of a cytotoxic substance from the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1909107. D.4. Medical device expiration date: 4/30/2025. H.4. Device manufacture date: 5/7/2020. H.6. Investigation: no samples or photos are available for investigation. Five retained samples from the same lot are evaluated, no defects observed on the protectors. Further testing was conducted reconnecting the vial and protector properly, no sign of leakage occurred. A device history review was performed for lot 1909107 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported protector p55 had leakage issues. The following information was provided by the initial reporter, translated from polish: "a leak occurred during the preparation of the cytotoxic preparation endoxan (cyclophosphamide) with the above-mentioned medical device, which resulted in the leakage of a cytotoxic substance from the vial.".